Manufacturer narrative:
As reported in a research article degradation of the valve with a leak and an immobile cause was reported about 5 years after the valve was implanted. The valve was replaced with a valve-in-valve the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. It was also indicated that calcifications "sheathed" all three cusps of the implanted replacement valve, so it is possible the trifecta valve was calcified which lead to the immobile cusp reported, however as the valve was not received this could not be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on (B)(6) 2015, a 23mm trifecta valve was implanted during an aortic valve replacement. On (B)(6) 2020, degeneration of the valve was observed, as well as leaky valve with an immobile cusp. Moderate aortic insufficiency, grade 3 of 4, was observed. The diameter of the flush chamber was 21mm. The subaortic velocity time interval was 24cm. The aortic flow was 7l/min. On (B)(6) 2021, a 26mm non-abbott transcatheter valve was implanted within the trifecta valve, via valve-in-valve procedure. On (B)(6) 2021, a transthoracic echocardiogram showed degeneration of the aortic valve in the aortic position with calcifications sheathing the 3 cusps, associated with tight aortic stenosis and significant aortic insufficiency. The ejection fraction was preserved. The patient status was unknown. No additional information was provided.